Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The wire was exposed through the delivery sheath, moreover the delivery sheath was detached at middle section and was damaged. Also, the wire was bent a distal section, and the spring tip was bent and stretched. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22apr2024. It was reported that deployment issue occurred. The target lesion was located in the carotid artery stenosis. A 190cm filterwire ez was selected for whole brain aortic arch imaging and carotid stent implantation. During the procedure, it was noted that the filter was recaptured too tightly, so it could not be deployed inside the patient. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure. However, device analysis revealed a detached delivery sheath at middle section.